Manufacturer narrative:
A customer reported that their AED will not power. The customer stated that while using another battery pack the AED would not power on with that one either. Analysis of the log files from the AED showed it was manufactured on 12/03/2015 and placed into service on (B)(6) 2019 with battery pack serial number (B)(6). On 10/02/2020 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2024 when the battery pack became fully depleted. The cause of the depleted battery pack was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.

Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.